Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. Corrected fields: e1 (event site telephone). It was reported that during use the cardiosave intra aortic balloon pump (iabp) suddenly shutdown. It was reported to have recovered by powering it off and then on. The unit was then replaced with another machine. There was no impact on patient. A getinge field service engineer evaluated (fse) evaluated the unit but was unable to reproduce the reported issue. Checking the event log fault codes confirmed that #115 had occurred during that specified time. The log address was confirmed, and a preventive replacement of the executive processor was performed. After the replacement, the machine was operated continuously for one week, confirming normal operation. The failure analysis and testing dept. Received part with a reported unit failure of a unit shutdown and fault code #115. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part. No failure was confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : e1 ( initial reporter) , h6 ( investigation findings ,component codes).

Manufacturer narrative:
Due to character restrictions in block e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) unit suddenly shut down. The machine was restored by turning the power off and then on. It was then replaced with another machine. There was no impact on patient and health condition was reported to be fine.